Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified issue could not be tested/confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the proglide device was faulty relative to an unspecified procedure. No additional information was provided. Returned device analysis noted that the proglide device had been inserted, but the suture was not deployed. The guide of the proglide was bent, which would likely impact the functionality of the device and result in the inability to successfully deploy the device and achieve hemostasis. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified issue could not be tested/confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the proglide device was faulty relative to an unspecified procedure. No additional information was provided. Returned device analysis noted that the proglide device had been inserted, but the suture was not deployed. The guide of the proglide was bent, which would likely impact the functionality of the device and result in the inability to successfully deploy the device and achieve hemostasis. The method used to achieve hemostasis was not provided. No additional information was provided.